Event description:
Hair found in sterile cadd(computerized ambulatory delivery device) 100ml container between the cassette and inner bag. Product manufactured by smiths medical asd, inc. Potential lots affected # 4453445 or #4461345.